Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor displacemenent test failure noted.

Event description:
It was reported that the insulin pump is under-delivering and over-delivering insulin. Customer woke up at night with high blood glucose. The blood glucose reading was 400 mg/dl. An hour later, after a bolus the blood glucose level was 435 mg/dl. Customer was vomiting. In the morning the blood glucose level was 140 mg/dl, then current of 100 mg/dl. During troubleshooting, the displacement test failed. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.